Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level of 45 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer inadvertently delivered boluses when the pump declared after bolus bg reminders. Recommendation was made to consult with a healthcare provider to discuss diabetes management.